Manufacturer narrative:
H6 - evaluation codes: updated. Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause was the expulsor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use, the device exhibited over-infusion; the pump finished two hours early and the bag was empty. Continuous infusion rate 2ml/hour; reservoir volume 110ml; 157.4ml given (probably was not cleared before using); length of infusion 46 hours. It was further reported that the device exhibited a red warning alarm, even with the batteries out. Per the reporter, there were no adverse patient effects.